Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that orders were not crossing over. A technical support specialist attempted a restart, which did not rectify the problem; however, the issue was subsequently resolved by the hospital's it. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system patient information and orders were not crossing. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.